Manufacturer narrative:
On 07/03/18, it was reported to mentor that the patient experienced bilateral capsular contracture. The replacement devices were saline mentor smooth round moderate profile 275cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/12/18, it was reported to mentor that the replacement devices were saline mentor smooth round moderate profile 275cc. The patient tolerated the procedure well. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/16/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The date of implantation was (B)(6) 2014 for the left and right breast implant. The replacement devices were saline mentor smooth round moderate profile 275cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/31/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered a rent measuring approximately 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/31/18, it was reported to mentor that the capsular contracture was baker grade IV for both devices. The patient was not hospitalized. In addition, the right device was saline mentor smooth round moderate profile 275cc, catalog number 3501640, serial number (B)(4), lot number 6785363. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 275cc and experienced deflation on the left breast implant. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the PMA number reported previously was incorrect. The correct PMA number is p990075. Manufacturer¿s reference number: (B)(4).